Event description:
The prod was used during a laparoscopic cholecystectomy procedure. Reportedly, the instrument broke. The hosp has reported no pt injury occurred.

Manufacturer narrative:
02/12/1999- supplemental #1 sent to FDA. Device not available for evaluation.